Manufacturer narrative:
The analysis of the lead confirmed the reported event. A visual inspection found insulation abrasion at 25.9 cm and 53.4 cm from connector pin. Blood was noted on the lead and distal coil. The etfe insulation of the is-1 proximal cable at 5.9 cm was also damaged. This could cause noise and inappropriate shocks. The damage found from the connector pin is consistent with insulation abrasion, friction to can. Electrical tests were performed and revealed normal device characteristics.